Event description:
Fixation pin broke during surgery. The wings were clipped into the plate holding the block, limiting the ability to place a screw through that hole. After finishing the procedure with screw fixation, during final x-rays there seemed to be a very small piece of metal left in the patient. The surgeon took a second look at it and the piece was removed and the procedure was completed.

Manufacturer narrative:
Investigation in progress, but not yet complete.